Event description:
Customer reported a malfunction alarm indicated by the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after resetting, the malfunction did not recur. Customer was instructed to continue using the pump and to contact support if the issue arises again.